Event description:
It was reported that the unit was smoking from where the wand was plugged in. No patient injuries were reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual evaluation under magnification shows minimal electrode wear with dried tissue present on the tip. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and upon activation of the ablate, the device did not generate plasma. When the connector was unplugged from the controller display there was a burning odor. A continuity test was conducted and confirmed a short. Additional investigation found ¿charred¿ areas on the pcb board inside the connector. The complaint has been verified as the connector produced a burning smell upon disconnection from the controller. The root cause for this event is an individual component failure. This type of failure is more than likely associated with excess solder on the connector board; therefore, causing a short between one or more pins. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution; therefore, this failure will continue to be monitored.